Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that, sometimes the switching lever of bag/vent did not move because it had been stuck internally on the way of switching from bag to vent. There was no reported patient involvement.